Event description:
Complaint alleged that the clinician was defibrillating a pt (age and gender unknown) who was presenting a ventricular fibrillation heart rhythm. The clinicians reported that "after a number of discharges" the device displayed a "pacer code 117" and would no longer charge. The clinician performed CPR on the pt, while another device was being obtained. The clinician then obtained anoher device and continued pt defibrillation. The pt subsequently expired.